Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when the balloon was inflated in the patient's esophagus and moving freely, the balloon popped. It was reported that the balloon was able to be inflated between 8 mm and 9 mm and was able to slide without full distension of the walls of the stenosis and without tension on the balloon. However, when the balloon was attempted to be inflated to 10 mm, the balloon ruptured and leaked sterile water. The procedure was not completed due to this event. A tear of the stenosis was observed. The dilation site was examined and showed moderate mucosal disruption. The patient was sent for an esophagram, admitted to the intensive care unit (ICU) at another facility, and transported to a higher level of care. Surgery was not required but the patient was supported with intravenous (IV) fluids and antibiotics.

Manufacturer narrative:
Block a2 (age at time of event), block a3a (sex), block a3b (gender), block a4 (weight), block a5 (ethnicity), block a6 (race) and block h10 (related report number) have been updated. Block h6 (patient codes) has been corrected. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf patient code e2015 is being used to capture the reportable event of unspecified tissue injury. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf impact code f0801 is being used to capture the reportable event of intensive care. Imdrf impact code f2304 is being used to capture the reportable event of prophylactic treatment. Imdrf impact code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when the balloon was inflated in the patient's esophagus and moving freely, the balloon popped. It was reported that the balloon was able to be inflated between 8 mm and 9 mm and was able to slide without full distension of the walls of the stenosis and without tension on the balloon. However, when the balloon was attempted to be inflated to 10 mm, the balloon ruptured and leaked sterile water. The procedure was not completed due to this event. A tear of the stenosis was observed. The dilation site was examined and showed moderate mucosal disruption. The patient was sent for an esophagram, admitted to the intensive care unit (ICU) at another facility, and transported to a higher level of care. Surgery was not required but the patient was supported with intravenous (IV) fluids and antibiotics.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf patient code e2009 is being used to capture the reportable event of laceration(s). Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf impact code f0801 is being used to capture the reportable event of intensive care. Imdrf impact code f2304 is being used to capture the reportable event of prophylactic treatment. Imdrf impact code f2203 is being used to capture the reportable event of imaging required.